Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of (B)(4) (importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4)importer site establishment registration number: (B)(4). Literature complaint occurring in the united kingdom. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event logged from literature: stainer v, jones r, agawal s, shergill is (2017) the use of cook resonance metallic ureteral stent in cases of obstructive uropathy from persistent neoureteral stenosis, following kidney transplantation, journal of endourology case reports 3:1, 39¿41, doi: 10.1089/cren.2017.0005. Using resonance stent in cases of obstructive uropathy following kidney transplant is considered off-label use and the risk is not remote. FDA MDR reporting required - this specific resonance device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal ureteral stents/sets (resonance) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. 5-10 k number referenced is of similar devices registered in the us.

Event description:
Event logged from literature: stainer v, jones r, agawal s, shergill is (2017) the use of cook resonance metallic ureteral stent in cases of obstructive uropathy from persistent neoureteral stenosis, following kidney transplantation, journal of endourology case reports 3:1, 39¿41, doi: 10.1089/cren.2017.0005. Using resonance stent in cases of obstructive uropathy following kidney transplant is considered off-label use and the risk is not remote. FDA MDR reporting required - this specific resonance device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal ureteral stents/sets (resonance) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. 5-10 k number referenced is of similar devices registered in the us.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Literature complaint occurring in the united kingdom. Device evaluation: the device was not returned therefore a document based review will be performed.there were two files opened as a result of this complaint, please see pr (B)(4) for details of the second investigation. Documents review including IFU review: prior to distribution rms-060012-r devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for rms-060012-r of unknown lot number could not be completed. The instructions for use, ifu0020-15, which accompanies this devices states the intended use is ¿ for temporary stenting of the ureter in adult patients with extrinsic ureteral obstruction. Intended for one-time use.¿ there is sufficient evidence to suggest that the user did not follow the IFU. The patient as stated in the article has had the stent exchanged periodically, the patient has had 4 no. Rms-060012-r placed over a 3 year period. This is life-time stenting; secondly, rms is to resist extrinsic ureteral obstruction which differs from the obstruction due to renal transplant. Root cause (possible): this complaint was generated as the result of an article written in the us national library of medicine national institutes of health within the journal of endourology case reports and published online on 01 march 2017. The date cook medical ireland became aware of this article was on (B)(6) 2019. In case 2 the female patient had the first the rms-060012-r placed to manage obstructive uropathy. The rms-060012-r was selected instead of a double pigtail plastic stent, as the rms-060012-r has a longer indwelling period of 12 months and would give a reduction of procedure time and exposure to radiation. The study indicated the first rms-060012-r was placed after the patient had a cadaveric renal transplantation because postoperatively she developed obstructive nephrostomy which required nephrostomy insertion, a laparotomy and ureteral reimplantation. She experienced problems with a recurrent ureteral stricture and they determined that it would be managed long-time with double-j stenting. The first rms-060012-r was placed in the patient under general anaesthetic. Placement of the second rms-060012-r saw a reduction in operating time and radiation exposure times. While there is no product complaint received and the devices have functioned within the patient without incident, the use of the rms-060012-r is viewed as off-label as rms-060012-r ¿s instructions for use, ifu0020-15, states that the device is ¿used for temporary stenting of the ureter in adult patients with extrinsic ureteral obstruction. Intended for one-time use.¿ rms-060012-r is to resist extrinsic ureteral obstruction which differs from the obstruction due to renal transplant. 6. Summary: complaint is confirmed based on the customer¿s testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Event logged from literature: stainer v, jones r, agawal s, shergill is (2017) the use of cook resonance metallic ureteral stent in cases of obstructive uropathy from persistent neoureteral stenosis, following kidney transplantation, journal of endourology case reports 3:1, 39¿41, doi: 10.1089/cren.2017.0005. Using resonance stent in cases of obstructive uropathy following kidney transplant is considered off-label use and the risk is not remote. FDA MDR reporting required - this specific resonance device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal ureteral stents/sets (resonance) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. 5-10 k number referenced is of similar devices registered in the us.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6) cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(4). Literature complaint occurring in the united kingdom. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event logged from literature: stainer v, jones r, agawal s, shergill is (2017). The use of cook resonance metallic ureteral stent in cases of obstructive uropathy from persistent neoureteral stenosis, following kidney transplantation, journal of endourology case reports 3: 1, 39¿41, doi: 10.1089/cren.2017.0005. Using resonance stent in cases of obstructive uropathy following kidney transplant is considered off-label use and the risk is not remote. FDA MDR reporting required - this specific resonance device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal ureteral stents/sets (resonance) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. 5-10 k number referenced is of similar devices registered in the us.